Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported vascular dissection. Vascular dissection is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3, restricted posterior leaflet, and thin veins. A steerable guide catheter (sgc) was prepared per the instructions for use (IFU). However, while inserting the sgc into the right groin, it was observed that the vena iliaca externa (external iliac vein) was perforated. Therefore, the sgc was immediately removed, and the procedure was discontinued. To treat the dissection, the vein was closed. There was no clinically significant delay in the procedure.